Manufacturer narrative:
The reagent lot number is 874248. The expiration date was not provided. The field service engineer (fse) found a cracked sipper tube and discoloration on other tubing and replaced them. The fse observed that an aspiration nozzle on the rinse unit was not springing properly and repaired it, replaced both sample probes, and performed a wash unit check and qc successfully. Based on the available information, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable albumin gen.2 results for 2 patient samples on a cobas 8000 c702 module. The customer questioned the high initial results which prompted them to repeat the patient samples. For sample 1, the initial albumin result was 50 g/l. The repeat result was 37 g/l. For sample 2, the initial albumin result was 65 g/l. The repeat result was 40 g/l. No questionable results were reported outside of the laboratory.